Manufacturer narrative:
Additional information provided in b.5. H.3. And h.10. The customer indicated the use of a company cartridge and company handpiece. Without the diopter of the lens model it cannot be determined if this is a qualified combination. It is difficult to make a final determination without evaluation of the physical sample. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating the postoperative visual acuity was good and there was no problem and patient did not have any complications nor any patient injury.

Event description:
A physician reported after the intraocular lens (iol) implantation a scratch-like line was found on the optic. The surgery was completed on the same day without product replacement. The lens remains implanted. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Four photos were provided of the lens in the eye. A linear mark/line was observed. The mark appears to be on the posterior surface. The nature and origin of the mark cannot be determined from the provided photos. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).